Manufacturer narrative:
H3, h6: the device, intended for use in treatment, was returned for evaluation. A visual inspection reported damage to the outer casing. The functional evaluation confirmed the device was not able to control or generate negative pressure, establishing a relationship with the reported event. The root cause was confirmed as a failed/leaking vacuum motor. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event. This investigation is now complete with no further action deemed necessary. We will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Event description:
It was reported that there was a leak. No patient was involved. The error was detected by the technician during the safety test performed in alloga. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.